Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh33a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an unknown procedure failure of staples to close when stapling device was fired. No injury but patient had to undergo further resection and loop ileostomy which the surgeon felt would not have been necessary if the first anastamosis had been successful.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: response received from the sales rep on october 16th, 2014: was the procedure done open/laparoscopic? ¿ lap (tbc). What device was used for the proximal and distal transaction of the bowel? What color reload? ¿ green echelon 45 (tbc). On what tissue type was the device used? - rectum. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device). How was the purse string placed, by hand or with an assist device? If an assist device, what product?- unknown was the spike of the trocar inserted through bowel lateral or through the staple line? - unknown. What confirmation did the surgeon receive that the anvil was firmly attached? ¿ heard the click. When the device was fired, what was the location of the indicator within the gap setting scale? ¿ within the green. Was buttressing material utilized? If so, which product? - none. Was the instrument fired across or near an existing staple line or clip? - no. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? ¿ audible crunch. Were any unexpected noises heard? If so, when? - none. Were any of the forces higher or lower than expected (closing, firing, or opening)? - no after use, did the firing handle automatically return to its original (pre-fired) position without intervention? - unknown. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? - no. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) ¿ anastomosis was not made at all, is there any other additional information you would like to share about this device, procedure, patient or physician? What were the indications for surgery? What was found? ¿ rectal tumor. Does the patient have any relevant history of surgical treatments? If so, what? - unknown. What are the patient¿s age and sex? - female. Did a hcp other than the primary surgeon fire the instrument? If so, whom? ¿ registrar, but he was fully monitored by the consultant who has been using cdh since the 1980¿s was there a recent conversion to ees devices in this account or with this surgeon? - no.